Manufacturer narrative:
Investigation summary: received one used nexiva 20ga unit without packaging from material number 383536; lot number 8187553. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Two photos were also submitted for evaluation: photo 1 displayed nexiva 20ga unit. Photo 2 displayed a package label with the bd logo, ref no., description, lot number and the expiration date. No evidence of adhesive was found on the end of the extension tubing that would be attached to the winged adapter. The device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter join. This defect was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube, and it was discovered that the 100% adhesive presence vision system was not capable of detecting these failures. Conclusion: manufacturing process ¿ the 100% adhesive presence vision system was not capable of detecting this issue. The manufacturing department identified the issue and took immediate corrective action on (B)(6) 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on (B)(6) 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on (B)(6) 2019, line 2 on (B)(6) 2019, and line 3 on (B)(6) 2019.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the catheter detached and blood leaked from the IV line. Ob ward informed that a patient complained that there was blood coming out of her IV site, when inspected the nurse saw that the extension set was detached completely from the catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the catheter detached and blood leaked from the IV line. Ob ward informed that a patient complained that there was blood coming out of her IV site, when inspected the nurse saw that the extension set was detached completely from the catheter.